Event description:
The recent download from a male patient revealed "battery charger fault" flags. Lifecor customer support contacted the patient and exchanged the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery charger fault" flags was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. There were many "battery runtime expired" flags on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to sue a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.